Event description:
Valve reportedly, implanted for five years and 11 months. Valve still remains implanted. Now patient reported to be having worsening dyspnea. Again, valve remains implanted. No further information available.

Manufacturer narrative:
Device not returned.